Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off on 2 occasions, once it broke off during injection and was removed, other occurrence broke off in vial before use. Also reported that the needle separated from hub during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 328466. Batch no. 8274834. It was reported that one needle broke off during injection into site and was able to remove with tweezers and another syringe broke off in the vial. A third syringe needle hub separated into the shield. Additional information from consumer: reported 3 syringes with separate issues. Happened same day. Occurrence date unknown. Lot: 8274834, expiration date: 2023-10-31, item: 328466. Takes 5 injections per day. Consumer stated needle broke off in his stomach during injection, he was able to remove it with tweezers. No doctor visit. Does not plan to see doctor. (Discarded) stated 1 needle broke off in vial. (Discarded) stated 1 needle and hub separated from syringe and is stuck in shield. Stated does not re-use.

Event description:
It was reported that the needle broke off on 2 occasions, once it broke off during injection and was removed, other occurrence broke off in vial before use. Also reported that the needle separated from hub during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 328466 batch no. 8274834. It was reported that one needle broke off during injection into site and was able to remove with tweezers and another syringe broke off in the vial. A third syringe needle hub separated into the shield. Additional information from consumer: reported 3 syringes with separate issues. Happened same day. Occurrence date unknown. Lot: 8274834, expiration date: 2023-10-31, item: 328466. Takes 5 injections per day. Consumer stated needle broke off in his stomach during injection, he was able to remove it with tweezers. No doctor visit. Does not plan to see doctor. (Discarded) stated 1 needle broke off in vial (discarded) stated 1 needle and hub separated from syringe and is stuck in shield. Stated does not re-use.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8274834. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Investigation: customer returned (1) loose 30g x 12.7, 0.5ml bd insulin syringe from lot 8274834. Consumer stated needle broke off in his stomach during injection. Stated 1 needle broke off in vial. Stated 1 needle and hub separated from syringe and is stuck in shield. The returned sample was examined, and no manufacturing defects were observed; the cannula was not broken, and the needle-hub/shield assembly was connected to the syringe barrel. It was observed that removing the cannula shield did not cause the needle-hub assembly to separate. As no defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8274834. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the needle broke off on 2 occasions, once it broke off during injection and was removed, other occurrence broke off in vial before use. Also reported that the needle separated from hub during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 328466 batch no. 8274834. It was reported that one needle broke off during injection into site and was able to remove with tweezers and another syringe broke off in the vial. A third syringe needle hub separated into the shield. Additional information from consumer: reported 3 syringes with separate issues. Happened same day. Occurrence date unknown. Lot: 8274834, expiration date: 2023-10-31, item: 328466. Takes 5 injections per day. Consumer stated needle broke off in his stomach during injection, he was able to remove it with tweezers. No doctor visit. Does not plan to see doctor. (Discarded) stated 1 needle broke off in vial (discarded) stated 1 needle and hub separated from syringe and is stuck in shield. Stated does not re-use.